Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to atrial undersensing. Further evaluation is planned. Patient will be monitored with routine follow-up.